Event description:
It was reported that the left ventricular (lv) lead had a loss of capture when configured tip to ring and tip to right ventricular (rv) coil at maximum outputs. The lead had high impedance causing a patient alert. The configuration was reset and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.